Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 29, 2018, it was reported that the dermatome was recently sent off and serviced, but it has been reported as faulty by the customer for taking ¿too thin a graft¿ so has not cut what was planned. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was february 22, 2018 where it was reported that the device needed service and the bearings, o-ring, spring seal, vespel bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, machined head, spring pin, thickness control shaft, lever die cast, ball plunger, etched lever, and e-ring were replaced. This is not a related issue. Product review of the air dermatome by medicrea on november 23, 2018 revealed that some of the parts were worn. The calibration and motor speed pre-tests were not performed. The control bar was not in the correct position. Repair of the air dermatome was performed by medicrea on november 30, 2018 which included replacement of the bearings, o-ring, spring seal, vespel bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, control bar, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the device was worn and the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was worn and the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The dermatome was recently sent off and serviced, but it has been reported as faulty by the customer for taking ¿too thin a graft¿ so has not cut what was planned. There was no harm or delay reported.